Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the patient's trial implant procedure, as the physician was attempting to advance the lead further, "obstructions" were encountered. Several attempts to advance the lead were made to no avail. As a result, the procedure was abandoned.